Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 9262951. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units were performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that prior to use with 15 bd pegasus¿ safety closed IV catheter system flow issues occurred. The following information was provided by the initial reporter, translated from chinese to english: when the indwelling needle was connected to the infusion, it was found that the infusion joint did not drain fluid.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 15 bd pegasus¿ safety closed IV catheter system flow issues occurred. The following information was provided by the initial reporter, translated from (B)(6) to english: when the indwelling needle was connected to the infusion, it was found that the infusion joint did not drain fluid.